Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated they've been seeing settings not available. When agent inquired event date, pt stated 'over the weekend,' then stated 'saturday,' then clarified 'sunday early morning, around 2:30 to 3 o'clock, I got done charging, then I woke up and went to see if it was working and when I went to use it last night it said settings not available. I was able to decrease but not increase.' Pt stated they were implanted march of this year and saw a rep for reprogramming on 'july 11th I think,' but confirmed they have not seen settings not available screen until 'over the weekend.' Pt confirmed they only have group a programmed. Agent reviewed considerations and the patient was redirected to their healthcare provider to further address the issue. Additional information received from the manufacturer representative reported that the cause was due to high impedances. They were able to program around this and expand the pulse width and add electrodes. The patient was receiving good therapy and the issue was resolved.